Event description:
It was reported that during an open total gastrectomy, the device was activated without pressing the hand switch in about 4 hours. The event was not restored though the device was in the standby mode. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the analysis results found that the device was returned in good condition. The device was tested with a generator and had inconsistent activation around the min trigger. The device was disassembled and damaged was found to the flexible circuit, in the form of moisture under the switch dome assembly. Moisture ingress could have been the cause of the activation issues.